Event description:
A peritoneal dialysis(pd) patient called technical services and mentioned not being able to complete treatment on (B)(6) 2015 due to an asthma attack requiring an emergency visit. The pd nurse reported the patient had a known asthmatic history, confirmed incomplete treatment and admission to the hospital on (B)(6) 2015 for treatment of the asthma attack. He was discharged two days later.

Manufacturer narrative:
The peritoneal dialysis cycler was returned to the manufacturer and an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the record review confirmed the labeling, material, and process controls were within specification. The system air leak and valve actuation tests passed. The teach pumps test passed. The heater test and temperature test passed. There were no internal inspection discrepancies. External visual inspection showed no sign of damage. The heater tray/scale was not obstructed. The simulated treatment was performed and completed without failures. The system level review of the liberty cycler device and concomitant products found no indication that the products caused or contributed to the clinical event.

Manufacturer narrative:
This file was opened as part of a system level review into potential concomitant products in use at the time of the event. Return samples are not expected for evaluation. There is no allegation of malfunction. A supplemental report will be submitted upon completion of plant's investigation.